Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold of 6.0 v at 1.0 ms and the patient experienced phrenic nerve stimulation. After viewing the lead position via fluoroscopy, the physician suspected cardiac perforation. The lead was repositioned on (B)(6)2010, resulting in good measured values. Post op, a small pericardial effusion was noted.